Manufacturer narrative:
H3 device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilators battery will not hold a charge. The device was available for evaluation. Service personnel (sp) found that the biomed had replaced the direct current (dc)-dc converter printed circuit board assembly ( pcba), but the device would shut down when alternating current (ac) power was removed. Service personnel (sp) inspected the removed dc-dc converter pcba and found a burnt capacitor. Sp confirmed the reported issue of unit shutdown when the power was removed. Sp installed the breath delivery (bd) power distribution/bd power pcba as a set for the issue. The unit passed all the required calibrations and tests as per the manufacturer specifications. One bd power controller pcba was returned to medtronic for analysis. The returned component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was returned to medtronic for analysis. A visual inspection of the returned part was conducted and no anomalies were observed. The returned pcba was attached to the test ventilator for analysis. During est unit failed the compressor battery test and went dead when ac was removed. Upon further analysis, resistor r6 was found faulty. Also, resistor r61 was found thermally damaged. Confirming a faulty bd power distribution pcba. One dc-dc converter pcba was returned to medtronic for analysis. Visual inspection of the returned dc-dc converter pcba found thermal damage to capacitor c56. The dc-dc converter pcba was found faulty. If a failure of the capacitor c56 occurs while in use on a patient, the ventilator response would be a loss of ventilation to the patient. The cause of the event was isolated to a faulty capacitor c56 on the dc-dc converter pcba, which can create a power surge causing damage to the bd power distribution pcba and affect the battery charging or ability to switch to battery power. There is an existing internal corrective action for the dc-dc converter pcba. The bd power distribution pcba is included in the trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilators battery will not hold a charge. The ventilator was not in use on a patient at the time of the reported event.